Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that a settings not available message was seen on the controller and an out of regulation (oor) message was seen on the tablet. The patient was sent home the day prior to the report on 15 ma (they had it to 19.3 ma in the office) and later that day when the patient was getting ready for a different appointment she felt a flicker and noticed an increased battery drain. When the patient left she had a "good charge level." The patient tried to increase and could not get past 10 without encountering settings not available. The rep said during the appointment impedances were normal. The rep did say that they saw an oor on the tablet during the appointment, but was able to increase and the patient felt therapy. The rep said the device was at 100% at the appointment, but 4-5 hours later the patient's battery depleted. The rep said that the patient got coverage, but they weren't happy with recharging 3-4 times a day. The rep reprogrammed the device and got the recharge interval to 0.9 times per day. The rep also mentioned that the patient reported not being able to turn stimulation up beyond 10 ma which implied a potential for high impedances, but a session report showed impedances of 790-1040 ohms. The rep said the patient might have reported falls in the past, but they were going to ask the patient again. The patient reported not getting enough coverage for their back and it was not high enough. The issue started 1-2 months ago. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s battery draining increasing was not determined. The patient did not report having any falls. The rep was not aware of the patient¿s weight at the time of the battery draining issue. The issue had been resolved at this time. It was reported that the patient was seen in the office yesterday and initially the desired setting were not able to be provided by the patient programmer. The patient could not increase amplitude above 11 ma. For efficacy the patient required an amplitude in the range of 17 to 22 ma. The rep was able to increase the amplitude about 11 ma utilizing the clinician programmer and provide and effective dose of stimulation for the patient. Prior to performing the adjustment of amplitude with the clinician programmer, impedances were checked and were all with in normal range (800-1050). Impedances remained consistent at the increased amplitude of 22 although this program was reported to be in oor. The patient was able to decrease the amplitude with the patient programmer, but was not able to increase back to a therapeutic stimulation dose level. Another group was created to allow the patient to keep the high amplitude, effective programming and have the ability to decrease stimulation with positional changes when necessary. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.